Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the customer called and informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the system faulted during the surgery. The customer requested the system logs be checked. The tse reviewed the onsite logs and found error 32097 on arm 3. The surgeon completed the case robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed. The procedure was completed robotically. The system was checked prior to starting. There was no harm to the patient. No patient demographics could be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Field service evaluation by the fse confirmed the customer reported complaint. The inspection of the universal surgical manipulator (usm) found there was physical damage near the cannula mount including missing screws. The fse replaced the usm to resolve the error issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis of the returned unit confirmed the physical damage to usm and missing screws to cannula mount area. The unit was tested on an inhouse system and failed in normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous sensors check, sine cycle and cv but failed the fiber test on the parallelogram and rolling loop. The parallelogram and rolling loop assembly will be replaced as a fix. Also, the missing screws to the cannula mount area will be replaced as well. A review was performed by the technical support engineer and found 32097 error occurred, reported by acm in usm3. A procedure log review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022, console surgeon name, and procedure: inguinal hernia- unilateral/gerneral surgery. No image and/or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was in an unacceptable state after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the recoverable error issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.